Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device was loose, the mode switch was stuck, the moving parts did not move smoothly, sticky trigger, would not run - motor and cosmetic damage. It was further determined that the device failed pretest for general condition, marking and labeling, symmetry of the quick coupling to handpiece handle, check for mechanical free movement, check trigger locking, check for sticky trigger, check function of the device and check power with the test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.